Event description:
It was rpeorted that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The physician reported nothing unusual about the lesion and the proximal vessel segment. The resistance was "so minor", that the physician cannot recall the details. However, the physician did not have to use any maneuvers to withdraw the balloon. There were no pt complications reported. Additional info has been requested.